Event description:
It was reported, the pt had a staph infection in his leg and was on antibiotics. The pt's wife noted the pt had a quarter-sized circular wound over the ipg. The sjm representative met with the pt, and it was reported the wound was a scab. The pt did not have flu-like symptoms. It was reported, the pt had turned the ipg off, and was advised to leave the system off until the physician advised a course of action. The pt reported, he had not had any heating while recharging the ipg.

Manufacturer narrative:
This ipg serial number was include din field advisories. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.